Event description:
It was reported that the patient presented for in-clinic follow-up with the implantable cardioverter-defibrillator in backup operation. High-voltage therapy was unavailable at the time. The device was successfully restored with the programmed settings. The were no adverse patient consequences.

Event description:
New information received noted that the device went into backup operation due to a magnetic resonance image scan that was performed without appropriate programming.

Manufacturer narrative:
Additional information: b5 and h6